Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however it was confirmed that foreign matter remained inside the nozzle. It is likely that foreign matter stuck inside the air/water nozzle could not be sufficiently removed and clogged because reprocessing was not carried out according to instructions for use (IFU). It was confirmed that there was no deformation of the air/water nozzle. It was also confirmed that reprocessing was not implemented according to IFU. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis lucera gastrointestinal videoscope had reduced angulation and the objective lens angle was insufficient. The customer did not know how any foreign material got on the scope or where it came from. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the objective lens was cracked. Also, evaluation found the bending angle in the up direction and play of the up/down knob did not meet the standard value due to wear of the angle wire, the right/left knob made an abnormal sound, the bending section cover adhesive was cracked, the image was partially dark and a flare occurred due to the objective lens being cracked and shaved, the connecting tube was discolored, the paint on the suction cylinder was peeled, the forceps channel port was shaved, the electrical connector was corroded, the control unit was discolored, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.